Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 283 mg/dl and 64 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported experiencing increase heart rate and numbness of their lips and tongue. The customer self treated with their normal prescribed medications and orange juice. No third party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.